Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference report # 1627487-2013-02061 and 1627487-2013-02062. The patient received four leads from three separate lots as part of her two scs systems. It was reported, the patient experienced ineffective stimulation in the pelvic region. The patient underwent a trial procedure on (B)(6) 2012 to attempt to address the issue. As the location of the leads is unknown, the affected devices are undetermined. Therefore, all of the patient's leads are being reported.